Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The stylet insertion test passed, indicating no blockage in the lumen. The lead conductor fracture allegation was not confirmed based on normal lead resistance measurements. Additionally, testing of the inner insulation integrity showed no conductor fractures. Based upon the clinical observations and the laboratory findings, we believe that dried blood/and or body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead had dislodged and could not be fixated due to helix issues. Several attempts were made to extend the helix; however, the physician could not get the helix to work. The physician felt that the helix extension issue was possibly due to a conductor fracture. A new lead was placed without any difficulty, and no adverse effects to the patient were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead had dislodged and could not be fixated due to helix issues. Several attempts were made to extend the helix; however, the physician could not get the helix to work. The physician felt that the helix extension issue was possibly due to a conductor fracture. A new lead was placed without any difficulty, and no adverse effects to the patient were reported. The lead is expected to be returned for analysis.